Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via a sheath (w/sidearm) without incidence in the right femoral artery. Within the first 30 seconds of initiating pumping, blood was noted in the driveline. Pumping was stopped immediately and the iab was removed within 5 to 10 minutes. The second iab was inserted in the left femoral artery without issue and began pumping without incidence. The patient remained stable. There was a 15 minute delay in the intra-aortic balloon pump (iabp) therapy, which did not cause harm to patient. There was no reported patient death. Medical / surgical intervention was not required.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.